Event description:
Sling lift broke with resident in lift. Falling to floor. On (B) (6) 2010 pm cloth fatigue. Sling dark blue in color. Resident was in a lift jacket. In a mechanical lift, the strap broke causing resident to fall to the floor. This incident was reported to the (B) (4) at (B) (4) with a full report sent.